Manufacturer narrative:
The technician found that the siderail interface board was causing the issue. He replaced the board to repair the bed.

Event description:
Information received indicates the nurse call is not working but every other function is working properly.